Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1 gram once in 5 days and route was not reported) and amikacin injection (250 milligrams, daily and route was not reported). Treatment with antibiotics were ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.